Event description:
It is reported that a customer needs assistance reprogramming their insulin pump. The patient's blood glucose level was at 147 mg/dl. The caller stated that there were no significant events that could have led to the issue. The caller was informed that their sensor was off in their readings and that they would have to be replaced. The customer was sent new sensors and was assisted with inserting new sensors. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.